Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the operating room for a routine device change out and the pulse generator exhibited an error message. The device was explanted and replaced.